Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found packing damage, a broken switch, and water intrusion from near the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Would not fit within the space provided: e1: address, establishment name: (B)(6) hospital.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had an e222, scope communication error, which occurred after 1 to 2 hours into the case. In addition, the same code, e222, occurred one hour after washing, post procedure, as reported by the facility central processing. The customer also reported that with the same error occurring during the procedure, (while connected to the whole imaging system), and then again after the procedure with the camera head, the error was assumed to belong to the camera head. There was no patient impact. The procedure was completed by using a similar device. The issue was found during a therapeutic endoscopic sinus surgery (ess) procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customers complaint was confirmed. Based on the results of the reinvestigation, it is likely that the event occurred due to one or more of the following: -the inability to communicate electrically (due to the cable had been damaged and was missing) -communication became impossible due to abnormalities in the communication condition between the devices due to the corrosion of the substrates however, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.